Manufacturer narrative:
(B)(4). The customer returned an ra catheterization device consisting of spring wire guide (swg), a swg advancer tube, and needle. The catheter was not returned. Visual examination revealed the guide wire is unraveled from the distal weld. The exposed core wire has a single kink towards the distal end of the guide wire. Microscopic examination of the guide wire revealed that the distal weld was not present at the end of the coil wire. Necking of the exposed core wire was observed at the point of separation indicating a break adjacent to the weld. The proximal end of the guide wire remained housed within the swg handle. No defects or anomalies were observed on the needle. The guide wire core wire is kinked 1.4cm from the exposed distal tip. The length of the core wire from the exposed distal tip to the swg handle measured 131mm, which is within specification. The outside diameter (od) of the guide wire, the needle cannula od, and the needle cannula inner diameter (ID) were all measured and found to be within specification. A manual tug test revealed the proximal guide wire was intact within the swg handle. Other remarks: a device history record (DHR) review was performed on the guide wire and needle from the catheterization device and no relevant manufacturing issues were identified. The instructions-for-use provided with this product describes suggested techniques to minimize the likelihood of guide wire damage during use. The instructions caution that withdrawing the guide wire against the needle bevel or use of excessive force during removal could damage or break the wire. The report that the guide wire separated during use was confirmed through examination of the returned sample. Dimensional and visual inspection indicate the core wire broke adjacent to the distal weld. No manufacturing defects were found during this investigation. Arrow guide wires of this size are designed and manufactured to withstand a tensile force of 2.0 pounds force. The selected insertion site and patient anatomy may present a tortuous path that could contribute to the possibility of guide wire kinking. Guide wire breakage may occur if a force greater than the design specification is applied during removal. Based on these circumstances, it was determined that operational context caused or contributed to this event.

Event description:
The customer alleges that wire guide failed to pass easily through the needle into the lumen of the artery and was unable to withdraw the wire. The user then withdrew the needle from the vessel with the wire still down, and noted the outer coiled wire had become disengaged from the inner core wire. Gentle traction was used to attempt to extract the uncoiled end. X-ray film indicated a 1 cm fragment of the distal coiled wire remained in the superficial subcutaneous tissue. No local swelling and no changes to distal perfusion. A vascular surgery consultation recommended conservative measures only. No patient injury reported. The patient's condition is reported as fine.

Manufacturer narrative:
Qn#(B)(4). Additional information requested, but not received at the time of this report.

Event description:
The customer alleges that wire guide failed to pass easily through the needle into the lumen of the artery and was unable to withdraw the wire. The user then withdrew the needle from the vessel with the wire still down, and noted the outer coiled wire had become disengaged from the inner core wire. Gentle traction was used to attempt to extract the uncoiled end. X-ray film indicated a 1 cm fragment of the distal coiled wire remained in the superficial subcutaneous tissue. No local swelling and no changes to distal perfusion. A vascular surgery consultation recommended conservative measures only. No patient injury reported. The patient's condition is reported as fine.